Manufacturer narrative:
Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes had deformed issue. There was no report of medical intervention or serious injury.